Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and high thresholds were noted on the right atrial (ra) lead. Under fluoroscopy dislodgement was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.